Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. For the first firing for the duodenum resection, connected the reload to the adapter. The surgeon tried to fire the device, however, could not. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.